Event description:
It was reported that the patient presented in-clinic for routine follow-up. Upon interrogation, one ventricular tachycardia episode noted from (B)(6) 2016. The implantable cardioverter defibrillator was delivering therapy, because the device was intermittently undersensing atrial activity. The rate branch discriminator was redetecting the rhythm in the ventricular greater than atrial rate branch. The patient was seen on (B)(6) 2017. There were no concerns about undersensing. Programming changes were discussed and no intervention was performed. The patient will continue to be monitored with routine care.